Event description:
It was reported that one day post implant, chest x-ray con- firmed dislodgement of the atrial lead into the ventricle. The lead was repositioned but dislodged again. The patient suffered no adverse effects. The lead was removed and re- placed.

Manufacturer narrative:
No medwatch form was received.